Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email on (B)(6) 2018: "patch was bleeding after closure of carotid."an email was forwarded from the surgeon on (B)(6) 2018 stating, "I [surgeon] sowed the patch with the rough side down. When I did the completion duplex the was a large front of material coming off the patch. I had to re-open the patch to deal with it. Patient did fine in the end." On 05/11/2018, a phone call was held with the surgeon to obtain additional information regarding the event reported on (B)(6) 2018. The surgeon received questions ahead of time from the manufacturer and was asked to elaborate on what he observed. According to the surgeon, he completed one wall of the carotid and then went to sew the other wall. He placed the patch with the rougher side on the luminal side. On the secondary side, the patch seemed to be soft and fibrous material on the patch. He stated the rough surface was coming a little bit loose but it was not complete dehiscence. He sewed it in and saw something hanging across the vessel when he used the duplex. Duplex gives great definition so it was not necessarily a large piece. He opened the patch and he could not pick up a piece that was the front coming off. He opened it up enough and there was nothing on the artery either. He cut the patch up the middle and then plicated the patch with a central stitch. He reattached the patch, then everything was fine and the repeat duplex did not show any front. The location of the material in question was close to the tapered end but not exactly at the tapered end. The patient is fine and did not have any complications with the procedure.

Manufacturer narrative:
A review was held of the available information. All incoming, in process and final inspections were completed. All inspections were within specification limits. No deviations were noted at incoming, in-process, or final stages. No change orders were in place during the production of this product. One revision documentation non-conformance was noted; however, all data was accurate and within updated specifications. The non-conformance was reviewed and had no effect on the product; therefore, it was deemed unrelated to the reported event. A definitive root cause could not be identified during the review.

Event description:
According to an email on (B)(6) 2018: "patch was bleeding after closure of carotid."an email was forwarded from the surgeon on (B)(6) 2018 stating, "I [surgeon] sowed the patch with the rough side down. When I did the completion duplex the was a large front of material coming off the patch. I had to re-open the patch to deal with it. Patient did fine in the end." On 05/11/2018, a phone call was held with the surgeon to obtain additional information regarding the event reported on (B)(6) 2018. The surgeon received questions ahead of time from the manufacturer and was asked to elaborate on what he observed.  According to the surgeon, he completed one wall of the carotid and then went to sew the other wall.  He placed the patch with the rougher side on the luminal side.  On the secondary side, the patch seemed to be soft and fibrous material on the patch.  He stated the rough surface was coming a little bit loose but it was not complete dehiscence.  He sewed it in and saw something hanging across the vessel when he used the duplex.  Duplex gives great definition so it was not necessarily a large piece.  He opened the patch and he could not pick up a piece that was the front coming off.  He opened it up enough and there was nothing on the artery either.  He cut the patch up the middle and then plicated the patch with a central stitch.  He reattached the patch, then everything was fine and the repeat duplex did not show any front.  The location of the material in question was close to the tapered end but not exactly at the tapered end.  The patient is fine and did not have any complications with the procedure.